Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was dead and was not charging. The patient had stopped charging the ins because they didn't think it was doing them any good. It was then noted that the therapy was doing the patient good but that the patient just didn't like changing the frequencies. The patient had not charged the ins for a 'number of months.' The patient was redirected to their hcp to address the possible overdischarge. No further complications were reported. Additional information was reported that the patient hasn't used their device in a while and wanted to know if it can be "revived". The last recharge was a couple months ago. The caller stated the device hasn't been jump started before. The caller was redirected to follow up with healthcare provider (hcp) to make an appointment to have the device jump started. No further information was reported. The reason for call was caller states that the patient has not charged the implant since late 2015. Caller states the patient did not want to charge the implant at that time because it bothered the patient to use it and the patient complained about it all the time. Caller wanted to know if they could use the patient programmer to activate MRI mode. Patient services (ps) reviewed ins in possible overdischarge state and recommend caller consult with hcp ofc for next steps. Caller stated patient need a head MRI. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from patient's family/friend. It was reported that patient's previous implant was replaced was for the patient to get an MRI and because the patient stopped using their previous implant. Caller stated the patient's stimulation was probably just too much for the patient or turned up too much and the caller did not recall the event date or maybe a year after the previous implant was installed. Agent had difficulty hearing patient during the call but caller may have noted the patient stopped using the old implant because it bothered them when they had the 'tens thing' but agent could not understand what caller said.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.